Event description:
The physician intended to use the closurefast catheter to treat the great saphenous vein. During the procedure the catheter reached the correct temperature of 120; the procedure was completed without issue the vein closed completely. It was reported when the device was removed from the patient, a kink and damage to the coil coating was observed near the catheter shaft. There was no error message from the generator and no adjustments made to the parameters of the generator before or after the procedure. Another device was used to complete the procedure using the same generator. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the closurefast device was received for evaluation. No ancillary devices or sonograms were received. The catheter shaft was examined: visual inspection of the catheter shaft shows a kink. The kink was observed approximately 17.8mm proximal from the distal tip. The coil was examined: visual inspection under magnification shows shrinking of the fep over the coil. The coil is not exposed. The catheter connector was examined: visual inspection of the connector reveals all pins are straight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.